Event description:
Baxter sales representative received report from customer. Customer reported nurse is not able to infuse medication through the valve. Valve has been attached to another set, solution will not flow through the valve. No patient injury has been reported at this time.